Manufacturer narrative:
The device is not available to the manugacturer.

Event description:
In a retrospective study conducted to evaluate the manual aspiration thrombectomy using a penumbra catheter in patients with acute migrated mca occlusion involving 98 patients between january 2012 and december 2015, 17 patients experienced hemorrhage events after the procedure during their hospital period. Among these, procedure related subarachnoid hemorrhage was seen in 4 patients and all showed complete absorption of the hemorrhage at discharge. 4 patients showed symptomatic intracerebral hemorrhage leading to death during hospitalization. Multiple devices were used in different patients and there was no definitive evidence in the article to conclude or deny that the adverse event was related to the subject device. It was not possible to ascertain specific device or patient information from the article, or to match the events reported with previously reported complaints, if any. Therefore, this report addresses all 13 intracranial hemorrhagic events addressed within this literature source.

Event description:
In a retrospective study conducted to evaluate the manual aspiration thrombectomy using a penumbra catheter in patients with acute migrated mca occlusion involving 98 patients between january 2012 and december 2015, 17 patients experienced hemorrhage events after the procedure during their hospital period. Among these, procedure related subarachnoid hemorrhage was seen in 4 patients and all showed complete absorption of the hemorrhage at discharge. 4 patients showed symptomatic intracerebral hemorrhage leading to death during hospitalization. Multiple devices were used in different patients and there was no definitive evidence in the article to conclude or deny that the adverse event was related to the subject device. It was not possible to ascertain specific device or patient information from the article, or to match the events reported with previously reported complaints, if any. Therefore, this report addresses all 13 intracranial hemorrhagic events addressed within this literature source.

Manufacturer narrative:
Based on the results of the device history record (DHR) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint. H3 other text: the device is not available to the manufacturer.